Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer did not return an air dermatome device for evaluation. It is unknown if zimmer biomet (B)(4) has previously repaired/evaluated air dermatome since the serial number is unknown. The device history record (DHR) review was not performed since the serial number or lot number for the device was not provided. Without the serial number or lot number, the DHR could not be looked up to review. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet (B)(4) since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the loose dial cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that in the past the surgeon took a skin graft that was thicker than the setting of the dermatome called for. It is believed that the dial was loose and moved while the dermatome was in use. No additional patient consequences were reported.